Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was reproduced. A review of the event history log revealed 'system error 322'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation determined the causality to be a loose lower link screw. The link and link switch will be adjusted to correct the reported problem. . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.